Event description:
On (B) (6) 2010 the lay user/patient contacted lifescan alleging that the one touch ultra2 meter does not turn on. The medical surveillance specialist (mss) was unable to reach the patient/reporter for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient said the issue started around (B) (6). She said that she continued to take her usual dose of diabetes medication due to the issue. Her usual dose, she stated, is 8-10 units of humalog twice daily and 64 units of lantus daily. Her insulin doses are adjustable. She says that a day and a half after the issue began she felt a fever, sweat, and weakness. The patient denied any treatment for the symptoms. According to the troubleshooting performed with customer service, there was no misuse of the product. The meter does not turn on when pressing the power button or inserting a new test strip per the owner's manual. Although it is unknown whether the patient would have been able to prevent the symptoms had she not encountered the product issue, this complaint is being reported because the patient alleged the meter does not turn on and subsequently suffered symptoms that may be indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.